Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: this product was used for spine surgery, and the extra product was removed. Hematoma removal was performed in an emergency surgery. After that, the patient¿s condition is stable. The doctor commented that the hematoma was not caused because of using surgicel. The hematoma will be caused although not using surgicel, so it could be possible that not because of surgicel but the arrest of bleeding could not be done perfectly. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Type of investigation. ¿ what were the diagnosis and indication for the initial surgical procedure? => spinal surgery (specific diagnosis not provided). ¿ what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? => used for hemostasis during spinal surgery. ¿ where was the surgicel used (on what tissue)? => applied to spinal tissue during surgery. ¿ what method was used to apply the surgicel? => surgicel was placed manually on the bleeding site. ¿ was the surgicel product left in place? Was the excess removed? => yes, excess was removed. ¿ please describe the hematoma removal procedure in depth? => emergency surgery was performed to remove the hematoma (details not provided). ¿ when was the hematoma removal surgery performed? Did it occur during the initial procedure or was it a secondary procedure? => it was a secondary procedure performed as an emergency. ¿ was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? => no alleged deficiency; physician noted hematoma could occur regardless of surgicel use. ¿ what is the patient¿s current status? => patient is stable after hematoma removal. ¿ what is the users experience w/ surgicel and other hemostatic agents? => physician commented that surgicel is routinely used; hematoma may have resulted from incomplete hemostasis rather than product defect. The following information was requested, but unavailable: ¿ please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? => unk. ¿ what was the date of initial surgical procedure? => unk. ¿ please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. => unk. ¿ was there any intraoperative concurrent use of other products? => unk. ¿ what is the lot number? => unk. ¿ how much surgicel was used during the procedure? => unk. ¿ what was the onset date of the hematoma? => unk. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of initial surgical procedure? 3. What were the diagnosis and indication for the initial surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. What method was used to apply the surgicel? 10. How much surgicel was used during the procedure? 11. Was the surgicel product left in place? Was the excess removed? 12. What was the onset date of the hematoma? 13. Please describe the hematoma removal procedure in depth? 14. When was the hematoma removal surgery performed? Did it occur during the initial procedure or was it a secondary procedure? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and absorbable hemostat was used. During surgery, a hematoma was formed. Hematoma removal surgery was performed. The doctor commented that he felt like there were more hematomas since the change from avitene to absorbable hemostat when the sales rep met with the doctor. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, b2, h1 - additional information was received and the surgeon reported that this was not an alleged product deficiency. Therefore, this medwatch report is not reportable. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.